Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that before the procedure, the acrobat-I stabilizer z sterile tubing is missing from the pack, making it impossible to use the kit because there are no suction tubes. A new device was used to complete the case.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). Updated field: b4, g3, g6, h2, h3, h6, h11. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% visual inspection and function test during production. They all passed the inspection and function test which demonstrate the part assembly is integrated. 2. Trend review: in the 12 months from (B)(6) 2025 to (B)(6) 2026 (date of event), the occurrence rate for the reported issue is found to be (B)(4) for acrobat-I c-om-10000/z/s, which is under anticipated occurrence rate. 3. The defect photos of this device were provided by field service engineer on mar.11, 2026. According to these photos, it can be seen that the stabilizer, blades and container are all provided, but no tubing set was found. The manufacturing processes were reviewed and no deficiency indicating the reported failure was observed, which demonstrated the production processes are normal and all devices were packaged correctly. Since the whole tray is missing and no using details is available for review, the specific root cause is impossible to define. The IFU has the warnings and precautions that ¿do not use if the product sterilization barrier or its packaging is compromised.¿ and the device missing could be identified by customer before using, there was no patient involved, no ncmrs, rework, or deviations documented for the reported batch. Based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Reason for close: the investigation has been conducted. MDR has been completed. The complaint file is completed. Comments: the defect photos of this device was provided by field service engineer. According to these photos, it can be seen that the stabilizer, blades and container are all provided, but no tubing set was found. The manufacturing processes were reviewed and no deficiency indicating the reported failure was observed, which demonstrated the production processes are normal and all devices were packaged correctly. Since the whole tray is missing and no using details is available for review, the specific root cause is impossible to define. The occurrence rate is (B)(4), which is under the anticipated (B)(4), the risk is considered as low. IFU also has the warnings and precautions that ¿do not use if the product sterilization barrier or its packaging is compromised.¿ and the device missing could be identified by customer before using, there was no patient involved, and no consequences or impacts to the patient. There were no ncrs, rework, or deviations documented for the reported batch. - the trending will be monitored continuously.